Event description:
It was reported that pt received recall notice from surgeon. Has been experiencing pain and tenderness on bothside and middle of abdomen for past several months.

Manufacturer narrative:
There has been no prod returned for evaluation. Therefore, no conclusion can be drawn.